Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he could not prime his pump this am. Got through rewind and load steps but was unable to prime. Patient is not wearing pump and is unsure if pump was in suspend. Customer support (cs) instructed patient to call back when he returns home to troubleshoot. There is no adverse event related to this issue. This complaint is being reported as the issue was not resolved.